Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump squirts insulin when priming and oily rainbow effect on screen. Customer stated that the insulin pump had plastic chips off when changing reservoir and rewind was longer and louder than before. Customer reported that insulin pump's backlight was not bright and clock did not keep time well. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.